Event description:
Report received from the USA stating "hose damage". The event did not occur during surgery. The date of occurrence is unk. There is no additional information available.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and complaint of "hose damage" was not confirmed. The device met manufacturing specifications. No problem found. If additional information is received, a supplemental report will be sent. (B)(4).